Event description:
It was reported that the patient complained of instability, so the surgeon revised the right knee. The surgeon replaced the poly. The poly was destroyed during explantation and lot code was illegible.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.